Event description:
Customer stated, "the first time he plugged it in to use it, he heard a pop and saw a flash of light in the switch. He continued to use the bed warmer everyday. The bed warmer still lights up and works. He has to unplug it to get it to shut off. When he turns it off, the bed warmer stays warm and the light doesn't turn off." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the pad was functioning properly. The pad was turning off when the switch was turned off. There was no evidence of the pad turning on by itself. The pad did have a light bulb in the switch that had blown. This caused the flash that the customer saw. IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration."